Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was sluggish, and the user experienced a delay before moving to the next screen. A technical support specialist (tss) investigated the reported slowness by retrieving station logs and identified that the remote support service (rss) status was offline. The attempts to dial into the station were unsuccessful, so the customer was contacted to verify the station status. During troubleshooting, the fse requested assistance and joined via a remote session key. Following the attached knowledge article "restarting remote access service device offline in rss", the tss manually created the required registry on the station, which restored the rss to an online state. The fss later confirmed that the issue was successfully resolved by the tss. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was very slow. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.